Manufacturer narrative:
H3: analysis of the concerto coil (lot no. B084128) found that the concerto pusher actuator interface (ai) and hypotube break indicator (hbi) were found intact. No bends or kinks were found with the concerto pusher. The coin was found still at the lumen stop and the implant coil was found still attached to the pusher. The implant coil was found damaged and had lost its original shape. The implant coil was detached using an in-house instant detacher (ID) (model: ID-1 lot: 9443624) without issue. Based on the device analysis and reported information, the customer¿s report of ¿non-detachment¿ was confirmed as the implant coil was found still attached to the pusher. However, the cause for the event could not be determined. No issues were encountered detaching the implant coil from the pusher using an in-house ID. The ID used in the event was not returned; therefore, analysis could not be performed and conformance to specification could not be assessed. H6: method code updated to b01. Result code updated to c070601. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil did not deploy and was deemed faulty during the procedure. No further information was reported.